Event description:
It was reported that during the post-operative device check, the atrial lead exhibited sensing anomaly and unacceptable capture thresholds. An x-ray confirmed that the lead had dislodged. The lead was successfully repositioned on (B)(6) 2017. The patient did not experience any adverse consequences and was in stable condition.